Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that motion batteries were not holding charge. The batteries were replaced but not returned to manufacturer for analysis. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the motion batteries on this system were not holding a charge. No patient present.